Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the guidewire becoming stuck within the introducer needle was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga introducer needle and one j-tip guidewire. One 24cm niagara dialysis catheter was also received. The catheter appeared free of usage residues. Blood residues were evident throughout the needle and the guidewire. The guidewire was received separated from the introducer needle. The inner core wire was broken and the guidewire was elongated. The distal weld tip was intact. Microscopic inspection of the needle bevel revealed regions of increased luster. The proximal edge of the bevel exhibited mechanical damage and outward flaring. Microscopic inspection of the break site in the inner core wire revealed material necking in the vicinity of the break. The break edge exhibited a dully granular texture and appeared tapered. The characteristics of the needle bevel were typical of damage caused by withdrawing the guidewire against the needle bevel. The break in the wire was typical of damage caused by tensile stress. It appeared that an attempt was made to withdraw the guidewire through the needle shaft, causing the wire to become stuck. Subsequent pulling resulted in the observed break in the inner core wire. The product IFU cautions ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿ a lot history review (lhr) of rexg0836 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported by doctor that the catheter has quality problems. It was stuck in the puncture needle and the puncture needle was unable to be withdrawn. On (B)(6) 2016 - returned sample has a broken core wire.